Manufacturer narrative:
Manufacturer's ref#: (B)(4). Trended case device conclusion: the micro usb connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. Manufacturer's investigation is ongoing, a final report will be submitted on completion. This is an initial report. 11aug2023: clinical investigation concluded: it has been reported that the charger plug in burned. The incident left a burn mark on the dresser which the charger was standing on. There was no reported harm to the user. It is unknown if original accessories were used. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. In case of moisture, sweat or dirt in the connector, there can be high temperatures inside the connector due to power dissipation when connected to the charger plug. There can be melting of the plastic around the connector and is visible to the naked eye. It is highly unlikely that the user would touch in case there appears to be melting or high temperatures. In the unlikely event of the user touching this overheated device, it can lead to superficial or minor injury that would in most cases require no medical intervention. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Technical investigation concluded: a DHR review have been completed. No deviation or changes were found during manufacturing of the device risk register conclusion reference: based on the limited information provided it appears to be a known risk, covered by an existing CAPA: 0647. All resulting actions are contained within the CAPA which includes assessment of risks and associated updates. Additional risk acc-cha-d-us1-8. Manufacturer's investigation is final. This is a final report. No further follow up is expected.

Event description:
Estimated date of incident on (B)(6) 2023. It was reported: plug in burned at the charger. On follow up, response received- nobody was hurt, just a burn mark on her dresser. We just want a new charger. It is unknown if original gn accessories were used at the time of incident. Further follow up is on going. 11aug2023: no further follow up has been received. No further follow up is expected.

Event description:
Estimated date of incident (B)(6) 2023. It was reported: plug in burned at the charger. On follow up, response received- nobody was hurt, just a burn mark on her dresser. We just want a new charger. It is unknown if original gn accessories were used at the time of incident. Further follow up is on going.

Manufacturer narrative:
Manufacturer's ref (B)(4). Trended case device conclusion: the micro usb connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. Manufacturer's investigation is ongoing, a final report will be submitted on completion. This is an initial report.